Manufacturer narrative:
E1 - initial reporter city:(B)(6).

Event description:
It was reported that a balloon rupture occurred. The 95% stenosed target lesion was located in the moderately tortuous and severely calcified popliteal artery. A 4.0mm x 15mm wolverine peripheral cutting balloon was selected for use. During the procedure, it was noted that the balloon ruptured vertically at 10atm. The device was removed without any problem using the normal method and the procedure was completed with a different device. No patient complications and the patient was good post procedure.